Event description:
Contact reported that during a revision procedure, the tip of the hex driver was broken when the dr tried to loosen the setscrews on the openhooks placed on t6. Time of the surgery was extended for 120 minutes. The broken tip of the driver remained in the screw hex within the pt's body. The implants could not be removed and the surgery was completed. Initial surgery was performed seven years ago. As an unintended piece was left behind, an MDR is being filed to document this event.

Manufacturer narrative:
Driver has not yet been returned for eval. Condition of the device prior to breakage is unknown. The driver tip broke off while attempting to remove a device implanted seven years ago. Events of this type are typically caused by excessive force placed on the instrument during use. Caution should be taken not to over-torque the instrument. If the device is returned and the eval finds something other than what is stated above, a follow up report will be filed.